Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012419848 was returned and analyzed. Visual inspection showed the catheter appeared intact without any visible issues. The shape of the array appeared normal, with no unusual features. The capture device had a normal shape, showing no damage or unusual features. The was no guidewire received with the returned catheter. The sliding stroke was limited at the begging of the slide and rolled back after any attempts to move it forward or pull it back. The steering function was normal, with the distal catheter tip responding with the expected rotation in both directions. The difficulty extending the guidewire lumen was captured through x-ray imaging as entangled wires. The electrode wires appeared entangled and kinked about 5.5 inches from the tip within the shaft. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries were successfully performed. In conclusion, the loop catheter did not pass returned product inspection due to entangled electrode wires within the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, an attempt was made to retract the ring into the sheath by extending it.  The slide control knob did not advance fully and stopped about halfway. Although the slide control knob could not be fully advanced, the catheter was successfully retracted into the sheath.  The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.